Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3531, serial# unknown, product type external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient via a rep with an external neurostimulator (ens). It was reported that the patient was concerned if the wires were placed or that they have moved. Patient did not notice any improvement. She was not feeling what she was told to expect when it came to stimulation. Patient stated something was wrong and thought the wires moved. She felt dull pressure pain at 2.6 and brought it down to 2.1 but felt no stim at that setting. Patient would be reaching out to healthcare professional (hcp) for direction. No further symptoms or complications reported/anticipated.